Event description:
It was reported that a user experienced hyperglycemia with glucose values in the 300s for a short duration after announcing a ¿less than¿ meal while using the ilet for approximately one week; troubleshooting included checking for leakage, confirming connections were secure, and advising on supply replacement if glucose remained elevated or rose further. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included self-management at home without medical intervention and subsequent improvement to 160 mg/dl. Investigation included customer support review, device use assessment, and troubleshooting education. Investigation of this case revealed no device malfunction observed and that underdosing relative to the meal announcement was a possible contributor while the system continued to learn insulin needs. It was concluded that the event was consistent with hyperglycemia of unclear cause with no reportable injury and that user education on announcements and supply checks was appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.